Event description:
It was reported that the nurse stated patient was no longer sedated but getting tylenol. They want to know if they should give magnesium or any other medications. Patient was alert and following commands. When they asked if they were cold, they shook their head no. Nurse called directly on cell phone. They want suggestions on how to cool the patient more efficiently in an arctic sun device. Targeted temperature (tt) was 37c, patient temperature (pt) was 38.7c, water temperature (wt) was 5c. Stated they did not have any ttm medications to give them. Discussed causes of heat generation. Nurse denied any shivering, explained they should follow facility protocol for heat generation. Discussed benefits of counter warming.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated patient was no longer sedated but getting tylenol. They want to know if they should give magnesium or any other medications. Patient was alert and following commands. When they asked if they were cold, they shook their head no. Nurse called directly on cell phone. They want suggestions on how to cool the patient more efficiently in an arctic sun device. Targeted temperature (tt) was 37c, patient temperature (pt) was 38.7c, water temperature (wt) was 5c. Stated they did not have any ttm medications to give them. Discussed causes of heat generation. Nurse denied any shivering, explained they should follow facility protocol for heat generation. Discussed benefits of counter warming. Per follow up information received via phone on 03jan2025, spoke with rn, who confirmed they removed the patient from the device due to patient being awake and moving. They chose not to continue sedating and just monitored the patient's temperature with alternative methods. Denied any issues with the device. It has remained in service.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The nurse stated patient was no longer sedated but getting tylenol. They want to know if they should give magnesium or any other medications. Patient was alert and following commands. When they asked if they were cold, they shook their head no. Nurse called directly on cell phone. They want suggestions on how to cool the patient more efficiently in an arctic sun device. Targeted temperature (tt) was 37c, patient temperature (pt) was 38.7c, water temperature (wt) was 5c. Stated they did not have any ttm medications to give them. Discussed causes of heat generation. Nurse denied any shivering, explained they should follow facility protocol for heat generation. Discussed benefits of counter warming. Per follow up information received via phone on 03jan2025, spoke with rn, who confirmed they removed the patient from the device due to patient being awake and moving. They chose not to continue sedating and just monitored the patient's temperature with alternative methods. Denied any issues with the device. It has remained in service. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.